Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue of failure to advance and the observed shaft deformation appears to be related to circumstances of the procedure. Balloon shredding was observed during return analysis of the device. It is unclear when this damage occurred as the account did not report shredding. It is possible the balloon shredding occurred due to friction during transit post procedure; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial (at) with heavy calcification and no tortuosity. The 3.0x38 mm esprit was advanced into the vessel but could not cross through the superficial femoral artery (sfa). It was noted that there was no reason it should not have crossed. There was no interaction of devices. A guide liner was advanced and two other esprit could advance without issue. There was no adverse patient effect and no clinically significant delay in the procedure. Returned device analysis identified that the outer member was also punctured, the entire length of the balloon was peeling and the guide wire exit notch was torn distally for 5 mm. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.